Event description:
See initial report.

Manufacturer narrative:
Customer information has been added to the dedicated e. Section. Manufacturing date of device has been added to dedicated h.4 section. H.10: no service activities has been scheduled yet. Based on the investigation performed for similar cases, the claimed error can be caused by: - improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (mass flow controller for o2) analysis of the complaint database revealed that one similar event was reported for this gas blender and the cause was traced back to an improper hospital gas supply. Based on the available information, it cannot be ruled out that the reported event was not device-related and therefore caused by an improper hospital gas supply or a missed warm up phase of the unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about o2 sensor module defective. No patient involvement reported.

Event description:
See initial report.

Manufacturer narrative:
H.10: through a follow up communication, it was confirmed that the reported error was caused by a temporary loss of the hospital gas supply. The unit was confirmed to be working within specifications and put back in service.